Manufacturer narrative:
(B)(4). The customer reported that during a code, a therapy knob iop message was displayed. The device still charged and shocked as expected. There was no adverse patient impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a code, a therapy knob inop message was displayed. The device still charged and shocked as expected. There was no adverse patient impact.